Event description:
A nurse specialist reported that a patient's skin had broken down where adhesive was applied on the lower left leg. The reporter states the skin under the adhesive was blistered, broken down, and bleeding.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's nurses discontinued use of the product. A non-adhesive dressing was used as a replacement. According to the reporter, a photo was taken but no patient consent was provided to allow sharing of the photo. A follow up attempt was made to collect additional information on how long the product had been in use. An investigation request sent to the MFR on (B)(4) 2013. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.